Event description:
Per the clinic, the patient experienced no sound and loss of connection to the internal device, subsequent to sustaining a head trauma. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.